Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the patient was hospitalized for a high blood glucose of 417 mg/dl and diabetic ketoacidosis. The patient experienced nausea, dizziness, and rapid heart rate. The customer administered a 10-unit manual insulin injection and drank three bottles of water for treatment, but her symptoms did not subside so she called 911. The patient was treated via insulin drip at the hospital. The insulin pump was inspected. The drive support cap appeared normal. The device was able to prime without incident. The customer declined to check her device settings. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.